Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an arthroscopic rotator cuff, the expressew iii clamp is inserted into the cartridge of the retention plate, it remains stuck and is not received. When trying to remove the clamp the white cartridge is disassembled and the clamp is left without a plate, for this reason the clamp must be used in the old way that does not allow to rescue threads. The complaint device was received and evaluated. It was observed that the loading tool was slightly damage near the begin of the insert area, it appeared that it was forcing to load the expressew gun. It was received the plate unattached of the loading tool. The plate had marks of damage and it was slightly bent. The loader was test with expressew iii gun; as a result, it was not felt any resistance or stuck issue. Since the condition of the device received, this complaint can be confirmed. The possible root cause for the failure reported can be related when the loader is inserted at an angle and it is use excessive force to assembly can be damaged the plate. If the tabs of the plate are bent, it could reduce the amount of plate engagement within the pocket of the top jaw, compromises the plate¿s retention capabilities of the device. Also, if the plate sticks above the profile of the device, it will make contact with the cannula dam, contributing in the detaching of the plate. A manufacturing record evaluation was performed for the finished device [54786] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that when the expressew iii ac+ gun clamp is inserted into the cartridge of the retention plate (exprsew iii ac+ rtn plate 1ea), it remains stuck and is not received. When trying to remove the clamp the white cartridge is disassembled and the clamp is left without a plate, for this reason the clamp must be used in the old way that does not allow to rescue threads. (The event does not cause any harm to the patient). The device is available for evaluation. Additional information received from the affiliate reported the arthroscopic rotator cuff procedure was successfully completed without delay and with another like instrument. The affiliate also reported the lot number is unknown and the instruments will be returned.